Manufacturer narrative:
It was initially reported that the left stirrup assembly was broken. Follow-up submitted with evaluation results which determined that the left stirrup/abduction assembly was unable to lock into place due to a broken abduction ring gear.

Event description:
It was reported via repair work order that the left stirrup/abduction assembly was unable to lock into place due to a broken abduction ring gear. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the left stirrup assembly was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.